Event description:
Use of this device involves putting an arm or leg in a field of ground corn husks, heated, with air blown to creat a "fluid" movement of the corn particles. The media, (corn husks), is constantly reused from one pt to the next, and bare skin comes in contact with this media. Open wounds can be just covered with a bandage. A detailed microbiological study showed very small concentrations of benign bacteria similar to those found in the air. The mechanism by which the device maintains continuous sterility has not been unequivocally established. Study does not mention testing for viral transmission. Rptr questions if this is a regulated medical device and does it have to pass some kind of standard to prove it is safe, from blood-borne pathogens perspective. (*)